Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic resection of the right upper lung, while preparing to cut off the pulmonalis superior dextra, the device seized up and stopped. They were able to press the green button but was unable to squeeze the handle so the stapler did not fire. Another device was used to complete the case. There was no patient injury.